Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history lot - part #: 04.211.046s lot #: 7l67555, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 11 dec 2020, expiry date: 01 dec 2030. Non-sterile part: part #: 04.211.046, lot #: 78p6553. Manufacturing location: monument, manufacturing date: 19-nov-2020, part number: 04.211.046, 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 40mm, lot number: 78p6553 (non-sterile), lot quantity: (B)(4). Two pieces were scrapped in cell at op #70, flow inspect/pack; one piece for a burr on the thread and one piece for a discolored surface finish. Production order traveler met all inspection acceptance criteria apart from the two pieces noted. Inspection sheet, in process / inspect dimensional / final inspection, ns071943 rev b met all inspection acceptance criteria apart from the two pieces noted. Packaging label log (pll) lmd rev ab was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.211.046.999, 2.8mm ti screw blank 46mm 02.7 variable angle w/sd8 lot number: 63p4304 lot quantity: (B)(4). One hundred-twenty pieces were scrapped in cell at op #10, warm head blank, as machine warm up failures. One hundred forty-four pieces were scrapped in cell at op #50, turn head and point, due to a robot mis-load. Production order traveler met all inspection acceptance criteria apart from the two hundred sixty-four pieces noted. Inspection sheet, inspect warm head blank/inspect turn head and point, ns072130 rev c met all inspection acceptance criteria. Part number: 23032, tialnbci2.78 lot number: h782064 lot quantity: (B)(4). Certified test report supplied by perryman company dated 05-nov-2018 was reviewed and determined to be conforming. Lot summary report dated 12-nov-2018 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. Device history review - 07-dec-2021: DHR reviewed by: (B)(6). This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent surgery. After the surgery, on unknown date, the breakage of the screw was found during periodic observation. At this point, there is no major metastasis, and the patient is being followed up. No further information is available. This complaint involves one (1) device. This report is for (1) 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 46mm. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Additional product code: hwc. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.